Manufacturer narrative:
Concomitant products: in line set with check valve and l5102-5% dextrose bag." Model number not known; syringes; 250ml b.braun ndc 0264-7510-20, lot j5k295, exp 08/17, 5% dextrose injection); yellow spike tubing (unknown manufacturer); extension tubing with clave connector (unknown manufacturer); microbore extension piece (cfn/bd) 30883; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an infusion in the procedure room, less fluid than expected was observed in the IV bag. No fluid observed on the floor or in the patient&#62688;bed. IV was patent and infusing well. Set and devices were saved for investigation. No patient harm was reported as a result of the event.

Manufacturer narrative:
Concomitant products: (2) 30883; monoject 60ml syringe; therapy date (B)(6) 2016. The customer¿s report of less fluid in the bag than expected could not be confirmed. A carefusion/bd extension set was received attached via a non-cfn/bd t-type extension set to a non cfn/bd primary set which was attached to a 250 ml fluid bag. The log analysis could not ascertain the actual bag volume at the start or end of the infusion. Inspection of the syringe module and returned disposable set-up showed no malfunctions. A test infusion with the clamp closed on the non-cfn/bd primary set resulted in normal infusion via the syringe module and no change in the volume of the bag connected to the primary set. A test infusion with the clamp open on the primary set replicated a change in bag volume during the infusion. With the clamp on the primary set left open during the infusion, concurrent flow would occur decreasing the volume in the bag. The root cause of less fluid in the bag than expected could not be definitively determined, however concurrent flow from the IV bag occurred if the clamp on the primary tubing was not closed.